Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1528904) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined; however incidents are monitored on a routine basis for trends. Note: MFR report # 3004939290-2016-00146 was originally submitted on 05/11/2016; however, acknowledgements number 2 and 3 were not received. This report is being re-submitted on 05/18/2016.

Event description:
It was reported that the balloon of the mynx ace device ruptured. The device was being used with a 7f introducer sheath for vascular closure following a diagnostic procedure. At prep, the black marker on the inflation indicator was fully exposed. Resistance was not felt while inserting the device. Resistance was not felt while pulling the balloon back to the arteriotomy. Manual pressure was applied for 30 minutes or less to achieve hemostasis. The patient was described as fine and hospitalization was not prolonged as a result of the event. No further information is available.